Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the battery longevity decreased from 57% in (B)(6) 2020 to 13% in (B)(6) 2021. There is no evidence to suggest a request was made to have data from this device analyzed. The device remains in service and it is expected to be replaced by (B)(6) 2022. No adverse patient effects. Additional information provided indicates a request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service. No adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the battery longevity decreased from 57% in september 2020 to 13% in november 2021. There is no evidence to suggest a request was made to have data from this device analyzed. The device remains in service and it is expected to be replaced by january, 2022. No adverse patient effects. Additional information provided indicates a request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service. No adverse patient effects. The device was explanted and is expected to be returned for analysis. No additional adverse patient effects. Additional information indicates the device was able to be recovered from the health care facility and it will be returned. The device was returned for analysis.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the battery longevity decreased from 57% in september 2020 to 13% in november 2021. There is no evidence to suggest a request was made to have data from this device analyzed. The device remains in service and it is expected to be replaced by january, 2022. No adverse patient effects. Additional information provided indicates a request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service. No adverse patient effects. The device was explanted and is expected to be returned for analysis. No additional adverse patient effects.